Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the superficial femoral artery (sfa). During a cross over approach, a 6fr introducer sheath was advanced into the anatomy followed by a 6.0x60mm absolute pro self-expanding stent (ses) over a .035" non-abbott guidewire through resistance. At this point the ses was attempted to be deployed; however, was noted to only be partially successful before being blocked [jammed]. An attempt to pull the partially deployed stent back into the delivery catheter was made, but subsequently the stent was noted to become stretched, separated and trapped within the vessel. Therefore, a second 6.0x150mm absolute pro ses was attempted to be used; however, the ses failed to cross the lesion and the shaft was noted to be kinked. The device was simply withdrawn prior to the surgical cut down to remove the first absolute pro ses used. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The review states: in what does appear to be a stent in the anatomy in question, I cannot confirm the stent location throughout the anatomy in question nor confirm malfunction per the media reviewed. In regard to a probable cause for the event from the media and report reviewed, the image shows a very acute angle in the aortic bifurcation. The acute angle in the aortic bifurcation, paired with the lesion morphology (calcification) may have disrupted the ability to deliver the 6.0x60mm sess and successfully deploy the 6.0x150mm sess as intended. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the acute angle in the aortic bifurcation and the mildly calcified anatomy resulting in the reported failure to advance. Manipulation of the device likely resulted in the noted jacket bend and the reported shaft kink/noted multiple stent sheath kinks. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from no to yes h6 correction: health effect - impact code 4624, 4641 removed h6 correction: medical device problem code 1212, 3270, 2920, 1601, 1562, 2983 removed.

Event description:
Subsequent to the initially filed report, the return device analysis revealed that the 6.0x60mm absolute pro ses was received with kinks on the device, and the stent located within the deployment makers and not deployed. In addition, the 6x150mm absolute pro was received and it was noted that the stent was fully deployed with the stent appearing to be stretched, bent and damaged. The account confirmed the correct device was returned and noted that the 6.0x150mm absolute pro was the first stent that was attempted to be implanted; however partially failed to deploy due to a mechanical jam, which subsequently led to the stent being inadvertently deployed and becoming stretched, separated and trapped within the vessel during withdrawal. Following this the second absolute pro, 6.0x60mm, was attempted to be deployed however failed to cross the lesion with a subsequent kinked shaft being noted. The second absolute pro, 6.0x60mm, was simply withdrawn and a surgical cutdown was performed to remove the 6x150mm trapped absolute pro stent. No additional information was provided.